Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12474540. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 119314 and manufacturing lot number ngjx0313. Visual inspection noted the catheter balloon was partially deflated. During testing, the balloon inflated with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. The balloon was asymmetrical. Observed 100:0. Attempted to deflate balloon passively and no solution could be withdrawn. Using the in-house luer lock syringe, attempted to deflate balloon passively and only 3 ml could be withdrawn. Replaced inflation valve and reattempted deflation with both syringes. Using the in-house inflation valve, solution could not be withdrawn with neither syringe. Dissected balloon and found that the notch was not perforated completely. Pin gauge 0.022" was the largest that could be inserted into the notch. This is out of specification per inspection procedure (B)(4), revision 11, which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during cuff test the foley catheter sterilized distilled water did not return and unable to remove. Per notification from investigator on 12jan2026, it was reported that asymmetrical balloon was found during sample evaluation on 11dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during cuff test the foley catheter sterilized distilled water did not return and unable to remove.